Event description:
The facility reports a pump with constant alarming. This occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.